Event description:
I had mentor silicone implants put in 2014, no problems. Then I started to feel very ill, very different. My breast hardened and I had a lump, but couldn't do anything as I got pregnant in 2016. Then again in 2017, after the second baby, had it checked out; serious silicone ruptured implant. Silicone spilled everywhere which is what the lump was. I had them removed and unfortunately replaced because I was not aware of the extent of the rupture, until I was under anesthesia. I have been worse since and am so angry. I'm sick, I¿m tired all the time; my body aches. I have memory loss, extreme weight loss, cognitive problems, dizziness. I can¿t do anything like I used to and go to different doctors all the time with my blood work always coming back fine. These implants mentor memory gel are not safe which I was told were super safe. I was told by my doctor I would not have any negative side effects so I was lied to by everyone. My health was fine before implants, and now my life feels ruined. I ¿m (B)(6) years old and very angry.